Event description:
The customer reported a false positive antibody screening test of one patient with biotestcell 3 when testing on tango optimo. The patient sample that had caused false positive test results was sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory therefore tested the patient sample with the retained sample of biotestcell 3 and could confirm the customer's weak positive reaction. The patient sample was additionally tested in different methods and reacted negatively. The retained sample of biotestcell 3 was tested with further controls and samples. All positive and negative reactions were correctly. We did not observe any false positive reactions. Our testing strongly suggest that the cause of the positive reaction is sample specific in combination with the solidscreen method. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly.a review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Event description:
The customer reported a false positive antibody screening test of one patient with biotestcell p when testing on tango optimo. The patient sample that had caused the false positive test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory is still testing the patient sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.